Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional after surgery reported that patient experienced severe halos in the left eye which are causing her to be homebound because she cannot drive. The iol (intraocular lens) was explanted and exchanged for an unknown lens in the secondary implant procedure. Additional information have been received and it states that there was no impact to the patient. Additional information have been received and it states that the patient was experienced extreme halo's that she could not tolerate and lens was exchanged in the left eye. Patient returned for a post operation visit and had a corneal filament removed. Vision has increased by approx. 50 percent since exchange. Patient came in on next month observed that vision was better. Patient was referred to a retinal specialist to verify position of the iol. She was seen by retina. Patient was found to have a vitreous prolapse, iol in good position.